Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visual inspection, a fiber can be observed inside the syringe. A device history review was performed and found no non-conformances or maintenance interventions related to this issue for the reported lot 1906227. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. Based on the photo and available information, we are not able to determined a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter a plastic pieces in the syringe. In the syringe. Foreign complaint the following information was provided by the initial reporter, translated from french to english: plastic pieces in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter a plastic pieces in the syringe. In the syringe. Foreign complaint the following information was provided by the initial reporter, translated (B)(6) to english: plastic pieces in the syringe.